Event description:
A (B)(6) male was undergoing a percutaneous coronary intervention with stent placement in svg to om graft due to severe coronary artery disease. During the procedure in the cardiac cath lab, the tip of the filter wire ez embolic protection system broke off in the coronary artery. The cardiac interventionist was unable to retrieve the tip of the wire. The tip was retained in the pt and stented against the vessel to exclude from vessel lumen, preventing movement of the retained piece of wire. The pt was recovered in ccu. He recovered further in the next few days and went to the imu. He is doing well with no reported sequel to the event.